Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. The reported patient effects of worsening mr and dyspnea, are listed in the mitraclip system instructions for use and are known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported patient effect and its relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This clip delivery system (10293525/(B)(4)), second clip used, is being filed for the worsening mitral regurgitation. It was reported that one mitraclip (10292495/(B)(4)), was implanted in the patient with degenerative mitral regurgitation (mr) in the prolapse of the p1 segment with a slight reduction in mr. After clip deployment, a major jet was seen on the p2 segment, coming out of a defect in the posterior medial leaflet (pml). The defect was suspected to be a pre-existing cleft. A second clip (10293525/(B)(4)) was inserted to try to further reduce the mr but all attempts to reduce mr were unsuccessful. The second mitraclip delivery system (cds) was removed without clip deployment. The physician reported that the defect was probably present before the procedure, but the defect increased during closing of the implanted clip (lot 10292495/(B)(4)). The physician reported that no attempts were made to grasp the leaflet on the location of the defect, but the mr worsened with the use of the 2nd clip. The patient underwent surgical mitral valve replacement. The patient is on the regular ward, extubated from the ventilator, and is hemodynamically stable. During surgery, the defect on the posterior medial leaflet was confirmed but the cause of the defect remains unknown.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: sgc01st (10278825/(B)(4)); clip delivery system: cds02st (10292495/(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.